Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04942. It was reported the patient lost stimulation due to lead migration. As a result, surgical intervention was undertaken on (B)(6) 2016 during which time the lead was repositioned into place. Effective therapy was restored and the issue resolved. Note: it's unknown if one or both leads were repositioned.